Event description:
The customer called to report that she was in a car accident, due to her blood glucose levels dropping. The customer couldn't recall her blood glucose reading at the time of the accident. The customer stated that the paramedics were called to the scene, and the customer was treated for her low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.